Event description:
It was reported the day after implant, the ventricular lead threshold had increased requiring the device output to be programmed higher. The patient was scheduled for a lead revision. The day of the lead revision the thresholds were checked and within normal limits. The lead revision was cancelled and the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.